Event description:
It was reported that the lesion to be treated was in the popliteal artery. The xpert stent failed to cross the lesion. No adverse patient effects were reported. Returned device analysis noted that the stent was partially deployed. Additional information received stated that when the xpert stent was being inserted into the sheath, it was noted that the stent was beginning to flower [partially deploy]. No resistance was reported during insertion of the device into the sheath. The device was then removed from the sheath. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: device evaluation: analysis of the returned self expanding stent system (sess) found blood on the tip, consistent with handling or interaction with the introducer sheath. There was no saline visible. The stent implant was stationary on the shaft and partially deployed over the tip as reported. There was no damage noted to the stent implant. The sheath was retracted 4 millimeters proximal to the tip crown. There was a bend on the distal end of the metal shaft suggesting possible mishandling during unpacking. There was no other damage noted to the sess. The tuohy borst valve was in the locked position. Potential factors which could contribute premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. In this case, based on the reported information and returned device analysis, it may be possible that the premature deployment is related to handling or interaction with the introducer sheath, as there was blood visible on the tip and the distal sheath was retracted 3 mm, consistent with the outer member being pulled back slightly. The bend noted in the metal shaft also suggests possible mishandling. Because it was reported that the xpert was being used to treat the popliteal artery, it should be noted that the xpert instruction for use (IFU) states: the xpert self-expanding transhepatic biliary stent system is intended for use in the palliation of malignant strictures in the biliary tree. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no similar incidents reported for this lot. Overall, a conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): indication for use. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.